Manufacturer narrative:
Investigation conclusion: the customer reported large air gaps in the tubing. No patient injury/harm was reported. This report refers to product code 763656, joey 1000ml pump set, with lot number 202020031, which was manufactured on 28-jul-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed an no trends were identified. One (1) used sample was returned for evaluation. Visual and functional testing performed confirmed the report of air in line. An investigation has been initiated to determine the the root cause and develop an action plan, if required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported large air gaps in the tubing.